Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 83614201 with an expiration date of 31-jul-2025. The field service representative found eco-detergent crystals in cuvettes and noted there were issues with the washing level of the cuvette washing station. He performed maintenance and cleanings and adjusted the water volume, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable urea results for 2 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 2.56 mmol/l, and the repeated result was 9.12 mmol/l. Sample 2: the initial result was 0.54 mmol/l, and the repeated result was 5.99 mmol/l. The samples were repeated because the initial results did not match the clinical diagnosis of the patients. The repeated results were believed to be correct.